Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Manufacturer representative reported they were unaware of an explant date. No further information reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported the implantable neurostimulator (ins) would be explanted at a to be decided date. Patient reports that ins was not working but caller reported the patient had a colostomy bag now so this was why. Patient would have ins removed because it was not comfortable when they sit on the ins. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.